Event description:
During a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the 90% stenotic, calcified proximal left anterior descending (lad) artery. The maverick2 monorail balloon ruptured at 6atms on the second inflation. The number of pressure reached on the initial inflation is unknown. A tonokura introducer sheath, a 6f mach1 jl4 guide catheter, and a runthrough guide wire were also used in the procedure. No patient injuries or complications were reported. Patient status is listed as "good".